Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that the ins had not been working since they had it implanted. The patient had a follow-up appointment last thursday ((B)(6) 2025) with their nurse practitioner (np), but the np could not connect to the ins. The np told the patient they would have the manufacturing representative (rep) call the patient, but the patient didn't hear from the rep until today. The rep told the patient "evidently it migrated again." The rep said there was nothing they could do and advised the patient to call patient services. The patient was escalated and refused to troubleshoot. The patient mentioned that if they were able to connect, the "battery goes dead" then they can't connect again. It was unclear what the patient was referring to. The patient was redirected to their hcp to further address the issue. The patient said they couldn't get an appointment until (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that this device was still not working. They were told over the phone by the rep that it must have migrated again, but not x-ray was ever done.